Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant loose. This case is from the health authority. It was reported that after disinfection, the femoral head is cut, the acetabulum is polished, the acetabulum cup and lining of the corresponding model are implanted, the proximal femur is osteotomized, and after the opening of the medullary cavity, the medullary cavity is expanded by using the femoral handle file in turn, the prosthesis of the corresponding model is implanted, the ball head is selected, the assembly is completed, and the washing suture is performed. In case of implant looseness, two steel wires were bound at the fracture location for reinforcement. There was no adverse event reported on patient. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Can you please confirm if this is a primary surgery date or revision surgery? If revision surgery, please provide the reason for revision or if it was reported please provide reference no. A primary surgery. B. It was indicated that there was loosening, please confirm the loose component and loosening interface? It is confirmed that the loose parts are restricted linings, which are considered irrelevant by the doctor and have been adjusted subsequently. C, please confirm if the femoral stem was cemented in? Yes. D. Please confirm the reported event was all intra-op? Yes. E. Was there a surgical delay? What was the duration of the delay? About 15mins. F. What is the affected side? No affected side. E. Please confirm if the cement was manufactured by depuy. If yes, please provide the part, lot number and quantity of the cement used. No cement used note body (local language).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.